Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, omsc concluded the reported event that error e99 occurred may have been caused by more than 15 days or more than 46 uses after the disinfectant was compounded. In addition, the user may not have known that the water supply piping should be disinfected at the time indicated in the instruction manual. Also, the user may not have been able to check the concentration of the disinfectant solution each time they disinfect. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that error e99 occurred when the water filter of the device was replaced and the water supply piping was disinfected in the endoscopy room. And this was the first time that the water supply piping of the device had been disinfected. Error e99 occurs when the user continues to use the device for an extended period of time without changing the disinfectant. In addition, the user did not confirm the concentration of the disinfectant solution using the test strip, which must be done before reprocessing the endoscope, and it was not confirmed whether the concentration of the disinfectant solution was effective. The user has not changed the disinfectant for a long period of time, and the disinfectant counter has not been confirmed to indicate when to replace the disinfectant. There was no report of patient injury or infection associated with the event.